Manufacturer narrative:
(B)(4). The returned device analysis identified a leak in the hub, which was found when the balloon catheter was pressurized. A search of the complaint handling database was performed and no other incidents were identified from this lot for hub leaking issues. While a search of the lot history record for this specific lot indicated no related non-conformance records, based on an expanded investigation, a product issue related to leakage at the hub was identified. The event was possibly related to uneven adhesive flow in the hub assembly during manufacturing. Corrective action has been implemented and is currently being monitored for its effectiveness.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a concentric de novo lesion located in the upper extremity brachial artery that was not tortuous or calcified and 75% stenosed. An armada 35 balloon dilatation catheter was advanced to the lesion and inflated at 6 atmospheres. During the second inflation at 15 atmospheres, it was noted that the pressure was not stable and started decreasing. A balloon rupture was suspected. The device was removed from the anatomy and when outside the anatomy, the bdc was pressurized to locate the leakage, however, no leakage was observed from the balloon. A leak was noted near the connection between the hub and the inflation device. The armada 35 was used for further dilatation and during the third inflation at 15 atmospheres the lesion was dilated without any further issues. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.